Event description:
A hysteroscopic myomectomy was attempted using the myosure instrument and hysteroscope. The procedure was halted because of a fluid deficit just below 1600 cc. Manual calculation after the case indicated the total measured deficit was 900 cc. The procedure was stopped early due to the over estimation of the fluid deficit by the fluid management system. Some potential contributing factors of the miscalculation of the fluid deficit might be kinked tubing, resulting in the pump roller wheel turning but not delivering fluid, or the buttocks drape not being far enough under the patient to capture the fluid in the drainage port. There was no harm to the patient.